Manufacturer narrative:
On (B)(6) 2016, the recipient was reportedly admitted into the hospital with fever and signs of meningitis. The recipient is recovered.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced a fever after initial implant surgery and has been diagnosed with meningitis. The recipient's device has been activated. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly recovered. The recipient remains implanted. This is the final report.